Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device history record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record (relevant to the reported event) found. However, the system was last serviced prior to the reported event per service record. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that patient had experienced a corneal aberration in the unknown eye during cataract surgery. There is a patient harm reported. The soft fit interface properly docked and no difficulty or repeated attempts during docking, there were no interruptions or patient movement during docking or laser delivery. There are multiple related reports for this event. This report addresses the patient's (B)(6) in the unknown eye and other manufacturer reports will be filed.